Event description:
Information was received indicating that during annual inspection a smiths medical medfusion 4000 syringe infusion pump exhibited a "motor not running" error message. Per reporter there was no patient involvement.

Manufacturer narrative:
Evaluation results: one medfusion pump was returned for investigation in used condition. The tamper seal was intact. The top case was cracked on the front corner. A mounting tab was broken off from the bottom case. There was a motor not running error in the event history log. Further investigation revealed that the main board was knocked out of the extrusion. This resulted from the pump being dropped by the customer. This was identified as the root cause of the product problem. The investigator installed the main board into the extrusion slot. The investigator also replaced the following components: bad stepper motor, damaged top and bottom cases, and the left plunger case. The pump was then cleaned, greased and calibrated. The pump subsequently passed the functional tests.